Event description:
It was reported that the pt experienced multiple complications, including erosion, formation of scar tissue, add'l surgeries and neurologic compromise to her structures and tissues. No add'l info has been provided.